Manufacturer narrative:
Product event summary: the controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. The controller, (B)(4), did not have the smr software upgrade. Log file analysis revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, log file analysis revealed multiple premature power switching events due to communication errors involving (B)(4). The most likely root cause of the reported power switching events and critical battery alarms can be attributed to a communication errors between the controller and batteries. An internal investigation is investigating communication errors. The reported "3 leds on always on power port 1 of the controller" could not be confirmed; all leds performed as expected. (B)(4)/ model #1650de / exp. Date: 2015-11-30. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-11-19. Labeled for single use: no. (B)(4)/ model #1650de / exp. Date: 2015-11-30. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-11-21. Labeled for single use: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching events and critical battery alarms. The patient reported that three led¿s were on after six hours of use occurring on port 1 of the controller. A manufacturer's representative suggested replacing the controller and the batteries. The controller was exchanged and two batteries were replaced with no reported consequence or impact to the patient. No further information was provided.